Manufacturer narrative:
Cont. E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of " capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "retroglandular, with nodulations. A cyst was detected", "discomfort in breasts, asymmetry and deformity" and "capsular contracture of the prothesis bilateral grade IV" confirmed via ultrasound. Device remains implanted.